Event description:
I am on the (B)(4) insulin mgmt system. The system does not work as purported and I am suffering severe high blood sugars because of it. The pods that dose the insulin have a failure rate of 30 - 50% and the pdm part of the sys malfunctions about 6 times a year. It is unreliable and my health is being affected. Pods fail upon filling. They fail after being worn for a few hours. The cannula occludes and there is no warning alarm and insulin is pumped onto the skin rather than into the body, resulting in dangerously high blood sugars. The adhesive fails and the pods come off or rip off easily. Each time a pod fails, the insulin in the pod is lost, resulting in hundreds of dollars of insulin lost each year. I have had as many as 4 pods fail in a span of two hours. The sys costs upwards of (B)(4) a year to be on. I was told by a sales rep that the company had an issue with qc in (B)(4) 2011 and that they have worked to resolve it. Yet they didn't recall any of the pods they had problems with; that was left up to the customers to call in and complain. When I did, they sent out a few new pods, but initially refused to replace the entire bad batch. I pushed and eventually they agreed. All of these failed pods 4 out of box and 10 affected my health when they failed.